Event description:
Customer reported a hospitalization due to high blood glucose. Customer states he tried treating with pump but blood glucose continued to rise. Then customer changed set and blood glucose began to go down. Customer's blood glucose at time of hospitalization was 600 mg/dl. Customer was treated and released after hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.